Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On august 29, 2025 the user reported attempting to wake the ilet screen, but the device was unresponsive until placed on the charger. The ilet battery was at 85% and not depleted. The user¿s blood glucose (bg) was not affected and no medical treatment was required.